Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that unspecified alarms occurred on (B)(6) 2015 while the patient was undergoing dialysis treatment. The patient¿s lactate dehydrogenase level was 1393 u/l and inr was 1.9. The patient was admitted to the hospital for concern of possible pump thrombosis. On (B)(6) 2015, the patient¿s pump was exchanged. The patient continues to be followed and evaluated for future transplant.

Manufacturer narrative:
The pump was returned to the manufacturer for evaluation. The distal side of the inlet stator and proximal side of the rotor revealed adhered, dark red, tissue-like deposition. The deposition was consistent with denatured blood and had a ring-like structure, which are indications that it likely developed over a period of time while the pump was supporting the patient. However, its origins and the duration of its presence in the pump could not be conclusively determined. The outlet stator revealed a white, tissue-like deposition. The deposition was loosely seated. Although there was no evidence of lamination or denaturing, contact marks were present on the distal rotor, which suggests that the deposition may have been present in the pump while it was supporting the patient. However, the evaluation could not conclusively determine the origin of the deposition nor the duration of its presence in the pump. Although a root cause for the observed depositions could not be conclusively determined through this evaluation, the depositions were partially obstructing the blood flow path and could have contributed to the reported elevations in lactate dehydrogenase. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that prior to pump exchange, the patient had been undergoing dialysis 3 days per week. A ramp echocardiogram was performed on an unspecified date which revealed pump dysfunction and in conjunction with rising lactate dehydrogenase (ldh), pump thrombosis was suspected. Upon admission, the patient's dialysis regimen was discontinued. It was reported that the patient has not been on dialysis since. The patient was discharged post pump exchange with an inr goal of 2-3. No further events were reported.

Manufacturer narrative:
Approximate age of device - 3 months and 2 days. The device has been retained by the hospital. The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.